Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available. The patient death was reported under MDR #1423500-2011-10644.

Event description:
While investigating the report of a home patient's death on (B)(6) 2011, it was revealed in the medical record obtained from the hospital's health information management department that the patient had experienced a recent episode of peritonitis. No additional information was provided.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was conducted for potentially associated lot (h11c15116) and there were no exceptions found during the manufacturing process. A batch review was conducted for potentially associated lot's (h11d22052 and h11a22041). An exception was noted, but did not indicate any issues related to the complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.